Event description:
It was reported that the discardit¿ ii syringe w/o needle's packaging seal was damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "when opening sealed needle shipping boxes, some damaged boxes were identified".

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8360890, no quality notification or maintenance record were found related with this failure, about the needle packing machine and batch. Pictures of the product complaint were sent by the customer for analysis and it was possible to observe package damaged. The potential cause for the occurrence was a jam during secondary pack insertion at tertiary pack at automated packaging process. As action for process improvement a maintenance note #20514764 was opened to implement a guide to mitigate the risk of a jam at this process step. As preventive action the defect identified by this complaint will be monitored.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the discardit¿ ii syringe w/o needle's packaging seal was damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening sealed needle shipping boxes, some damaged boxes were identified"